Manufacturer narrative:
(B)(4). It was determined that the leak was caused by the patient line not being securely fastened. This was due to use error. Per baxter labeling, users are instructed to make sure there is a secure connection when connecting to the set. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of the disconnection of a disposable cassette during peritoneal dialysis. A home patient (hp) contacted baxter's technical service center reporting they accidentally disconnected during dwell 4 of 4 on the homechoice (hc). The hp stated that the patient line was not securely fastened to his transfer set and disconnected. The technical service representative (tsr) made sure to verify that the line just disconnected and that it was not the transfer set having broken. The hp confirmed it was just the line that disconnected. The tsr advised the hp to end therapy and call the registered nurse (rn) within 24 hours and let her know what happened. The tsr walked the hp through ending therapy procedure. The hp mentioned that some solution had run out onto his leg. There was patient involvement but no patient injury or medical intervention was reported. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). As the sample was not available and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received. Same patient as (B)(4).